Event description:
Procedure performed: coelio laparoscopic. Event description: report was received via nca ref number (B)(4). [Translation] when the 10 trocar is removed, it is observed that the tip is broken. Pcf form was submitted via tm with no new info on 15may25. Additional information received from an applied medical representative via email on 28may25: there was no patient injury and patient is ok, concomitant devices window clamp. The trocar was inserted with rotation movement with no difficulty during insertion. The break did cause particulation and all pieces were retrieved from the patient. The trocar was not used with a robot. Intervention: search for intraperitoneal trocar end. Patient status: no patient injury or illness was reported.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photo of the event unit was provided which confirmed the complainant¿s experience of a fractured cannula tip. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: coelio laparoscopic. Event description: report was received via nca ref number n° (B)(4). [Translation] when the 10 trocar is removed, it is observed that the tip is broken. Pcf form was submitted via tm with no new info on 15may2025. Intervention: search for intraperitoneal trocar end. Patient status: no patient injury or illness was reported.